Event description:
A pump alarm was reported during the pumping process, identified as alarm 20. There was no reported adverse impact to customer's blood glucose. Technical support assisted the caller in loading a new cartridge correctly, allowing them to successfully resume insulin therapy. Information about the original cartridge lot was unavailable.